Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that the device became stuck. Vascular access was obtained via the radial artery. The stenosed target lesion was located in a moderately calcified left anterior descending artery. A 1.50 mm rotalink plus was selected for use. During procedure, it was reported that the device was stuck and could not be pulled out. Subsequently, the catheter was cut and a non bsc catheter was pushed to pull out the entire system. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. It was further reported that the physician had to cut the rotaburr that was stuck in the turning point of the lesion to pull out the whole system using a non bsc guide catheter. The entire system was successfully pulled out from the patient's body. No further patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that the device became stuck. Vascular access was obtained via the radial artery. The stenosed target lesion was located in a moderately calcified left anterior descending artery. A 1.50 mm rotalink plus was selected for use. During procedure, it was reported that the device was stuck and could not be pulled out. Subsequently, the catheter was cut and a non bsc catheter was pushed to pull out the entire system. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(6). Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that the device became stuck. Vascular access was obtained via the radial artery. The stenosed target lesion was located in a moderately calcified left anterior descending artery. A 1.50 mm rotalink plus was selected for use. During procedure, it was reported that the device was stuck and could not be pulled out. Subsequently, the catheter was cut and a non bsc catheter was pushed to pull out the entire system. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. It was further reported that the physician had to cut the rotaburr that was stuck in the turning point of the lesion to pull out the whole system using a non bsc guide catheter. The entire system was successfully pulled out from the patient's body. No further patient complications were reported.